Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical discectomy and fusion (acdf) spinal therapy for stenosis. Levels implanted was c3-5. It was reported that the middle and bottom screws were implanted. When one of the top screws was being implanted, the top of the plate broken and disengaged from the rest of it. There were no broken fragments left inside the patient and no further complications or symptoms reported regarding the event.

Manufacturer narrative:
H3: product analysis of part# 6190040 lot# 1008756w visual and optical inspection confirmed the end component plate has separated from the main plate. Optical inspection confirmed the ratchet spring is missing. This component holds the end plate to the main plate. It appears the plate was overloaded causing the end plate to separate. It appears that one of the plates female end has been damaged where it meets the ratchet spring. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.